Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a complete stretched lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual inspection of the lead found multiple full breached outer insulation degradation at distal region.

Event description:
This report is to advise of an event observed during analysis.